Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient experienced skin irritation and swelling, which occurred while wearing the pod between 37 and 48 hours on their back. The patient's blood glucose reached 400 mg/dl. At first the reporter stated the patient had an infection, however then stated that they went to a routine medical appointment on the (B)(6) 2025 with their healthcare provider and they asked about these skin concerns. The diagnosis received was irritation with no confirmation of infection mentioned. They were given cavilon spray and alfacort cream to use on the irritation. Additionally, they reported the pod was leaking.

Event description:
Follow up was received from patient's mother on 17mar2026. She clarified that on (B)(6) 2025 they went to a pre-booked appointment for normal diabetes treatment follow up and not because of a product issue. During the appointment they were given the cavilon spray and alfacort cream to use as needed. On (B)(6) 2026 the pod caused irritation and a little swelling at the cannula location, so they used the cream and spray on the area. There was no diagnosis for this event as they did not seek medical attention, they only applied the cream and spray in accordance with what their health care provider instructed them to do at the (B)(6) 2025 appointment, prior to this irritation event.

Manufacturer narrative:
After follow up was received on 17mar2026, b6 and h6 were updated accordingly. The case no longer meets criteria for a serious reportable medical event.